Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed superior vena cava syndrome. The right atrial (ra) and right ventricular (rv) leads were removed and replaced. No further patient complications have been reported as a result of this event.